Manufacturer narrative:
The sample was returned for analysis. A flow test of the basal flow restrictor revealed the unit flowed at 91.1% of the nominal o.5 ml/hr rate. A flow test of the bolus flow restrictor revealed the unit flowed at 93.5% of the nominal 2.0 ml/hr rate. Both are within flow rate specs.

Event description:
Customer reports a basal-bolus infusor overinfused its contents of 60ml of morphine and saline over 24 hours. No further details available. Customer reports no adverse clinical reaction.